Event description:
The customer reported that while slaving external pressure from a monitor, the iabp sounded a constant augmentation alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.